Event description:
The child responded inconsistently to sound after hitting the child's head over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is scheduled for 02/2000. The healthcare professional has been informed that the explanted device should be returned to cochlear limited.